Manufacturer narrative:
A root cause of the reported issue could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cut in cable and leakage due to stress or impact during use. As per instruction for use: never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Doing so could damage the camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cable unit was found shaved and leaking. There was no patient involvement.